Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced prolonged hospitalization and revision of filtering bleb was required. Additional eye drops were added.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. The symptom has resolved and the shunt has remained in the eye. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, a patient's intraocular pressure increased and a shallow anterior chamber was found. The surgeon considered the patient to have malignant glaucoma following the implant surgery. The patient experienced postoperative hypotony. Suture lysis was performed one month following the implant procedure. A vitrectomy was performed. The symptoms have resolved and the device remains implanted.